Manufacturer narrative:
The pad-pak was first installed successfully on the 18th may 2011 and performed to specification up to the last log entry on the 3rd may 2015. A further pad-pak was installed during this time. Investigation was unable to replicate or find any evidence of the reported fault. The device performed to specification throughout testing. No fault was found with the status led however the symptoms of the reported nature may indicate the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit has solid green status indicator light.